Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935m55, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the atrial lead dislodged after implant and the patient required an emergency lead revision due to loss of atri o-ventricular (av) synchrony that resulted in the need for blood pressure support. It was noted that the atrial lead dislodged into the ventricle. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.